Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026 at abdomen site. Patient experienced high blood glucose level and took insulin pump to resolve the issue.